Manufacturer narrative:
The device and the lens were returned separated. The plunger is oriented correctly. Inadequate viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. No damage is observed. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was cleaned with lphse. Optic damage is observed, which may indicate a plunger override occurred. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The reported event could not be verified because the lens was returned outside of the device. Optic damage was observed, which may indicate a plunger override occurred. The root cause for the reported event and the observed lens damage may be related to a failure to follow the dfu. Inadequate viscoelastic was observed in the device. The dfu instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens became stuck in the preloaded injector. There was patient contact, but no reported patient harm. Additional information was requested.